Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this electrode exhibited t-wave oversensing, myopotential artifact, resulting in double counting and inappropriate shock. Due to patient chronic medical conditions, related to kidney function failure, the patient was admitted to the hospital. A request was made to have data from this device analyzed. A technical service (ts) consultant reviewed device data and provided recommendations for troubleshooting and device programming. The device remains implanted. No additional adverse patient effects were reported.